Event description:
It was reported that during a case, the gcx mount holding a kappa xlt monitor on the apollo anesthesia machine broke causing the monitor to fall nearly hitting the pt. There as no injury reported.

Manufacturer narrative:
Relevant components were requested for investigation but not yet received. The investigation is ongoing. The results will be reported in a follow up report.